Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of ventral hernia. It was reported that after implant, the patient experienced recurrence, dense adhesions, chronic pain. Post-operative patient treatment included revision surgery, excision of mesh, repair of hernia with synovis/bard phasix mesh, lysis of adhesions. Concomitant therapy: synovis, lot# 5780031-1520012, ref# (B)(4).

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of ventral hernia. It was reported that after underlay implant, the patient experienced recurrence, dense adhesions, chronic pain, diastasis of the rectus muscle, and scar tissue. Post-operative patient treatment included revision surgeries, excision of mesh, repair of hernia with synovis/bard phasix mesh, lysis of adhesions. Concomitant therapy: synovis, lot#5780031-1520012, ref# (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative diagnosis was cholecystitis with cholelithiasis and left inguinal hernia and the postoperative diagnosis was chronic cholecystitis with cholelithiasis, ventral hernia, hypertrophy of xiphoid process and left inguinal hernia. The procedure performed was open cholecystectomy, resection of hypertrophied xiphoid process, open repair of ventral hernia with synovis underlay mesh and open repair of left inguinal hernia using mesh plug technique. The patient has had a multiple surgical revision, recurrence, revision/removal and chronic pain. Concomitant therapy: synovis, lot#5780031-1520012, (B)(4).